Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine(10 mg/ml ), fentanyl (7.50 mcg/ml), and bupivacaine (30 mg/ml) at an unknown doses via an implantable infusion pump. The indication for use was malignant pain. It was reported that for almost a week the patient has had pain in his legs and most of his body. It was noted that the patient was unable to get out of the bed and was taken to the hospital and was in a rehab center. It was reported that the patient's personal therapy manager (ptm) was displaying the 8476 code (motor stall). It was noted that the patient was able to receive a successful bolus. The caller stated that the nurse gave the patient some kind of unknown medication. The caller was redirected to follow up with the healthcare provider (hcp) to have the pump interrogated. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient being hospitalized or their reported symptoms. Therefore a corrected report is being sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: patient codes were updated/corrected and c76143 is not applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the event date regarding the patient's pain/sickness was september 2018 (date not specified). Additional information was received from a consumer via a company representative (rep) on 2018 (B)(6) indicated the patient experienced increased pain, was unable to use the personal therapy manager (ptm), and patient services was called and they said the pump was stopped. It was noted there was no environmental/external/patient factors that may have led or contributed to the issue and the patient did not have a MRI recently. No diagnostics/troubleshooting was performed, and no actions/interventions taken to resolve the issue at this time. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ surgical intervention did not occur; however, it was planned (not been scheduled). Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked, but unknown and medical history was asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
The pump was returned and analysis found residue in the motor gear train and wearing on the gear. If information is provided in the future, a supplemental report will be issued.